Event description:
Healthcare professional reported additionally reported right side "breast pain." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease flat, device appearance (observed 40 mm dark patch edge material inside gel device) and underweight. A microscopic analysis was performed which identify smooth opening in the anterior side. Based on the device analysis the final assessment is: a smooth opening on the posterior side.

Event description:
Patient reported having nipple discharge (fluid) side is not specified. There is no indication treatment has occurred. Healthcare professional reported right side rupture and "breast pain." The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr 01/23/2013. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "nipple discharge" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported having nipple discharge (fluid) side is not specified. There is no indication treatment has occurred. Healthcare professional reported right side rupture. The device remains implanted.